Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation with a mentor siltex round moderate profile 375 cc saline prosthesis experienced left sided deflation with a suspected valve leak post procedure. The physician¿s office confirmed the deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on august 14, 2020. The patient is caucasian and was 50-year-old at the time of the event. Device replacement with unspecified mentor gel was performed on (B)(6) 2020. 2. Is other serious- uncheck. 2. Is required intervention- check. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation/defective valve manufacturer¿s reference number: (B)(4).